Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system on (B)(6), 2010. According to the complainant, post-procedure, the patient experienced pain, mesh erosion, recurrent urinary tract infections (utis), and the return of sudden urinary incontinence (sui) and prolapse.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.